Manufacturer narrative:
A review of the device history records was performed for the indicated packaging and PICC assembly component lots for any deviations related to the reported defect of the complaint. The review confirms that the lots met all material, assembly and performance specifications. The january 2017 angiodynamics complaint report was reviewed for the bioflo PICC product family and the failure mode, "oversleeve - extension tubing/hole fracture." No adverse trend was identified. Visual inspection of the returned catheter confirmed that there was a hole/slice in the extension tubing {blue clamp side}. No manufacturing non-conformances or out of specification conditions were observed during the sample evaluation. Measurements were taken using pin gauges and calipers of the extension tubing ID and od. Both were found to meet specification. While a definitive root cause for the damage to the device could not be determined, the slice in the extension tubing was potentially caused by a scalpel or scissors, and occurred during use of the device. Angiodynamics' process controls for the bioflo PICC include 100% visual inspection for damaged tubing, 100% guidewire insertion testing to verify lumen patency, followed by 100% leak testing. The directions for use supplied with the reported PICC contains the cautions, " do not use sharp instruments near the extension tubes or catheter shaft," and "do not use scissors to remove the dressing, as this may possibly cut or damage the catheter. " (B)(4).

Manufacturer narrative:
The device from the reported event has been returned to angiodynamics, however the evaluation of the sample has not yet been completed. Following the conclusion of the investigation, a supplemental medwatch will be submitted. (B)(4).

Event description:
As reported by nurse pro plus, an IV services company, PICC placed at roane medical center developed a "pin hole in the extension (tubing) causing leakage." The line was removed and replaced. The patient condition was reported as "unaffected" and the device has been returned to angiodynamics for evaluation.